Event description:
It was reported that the target lesion was located in the right internal carotid artery with heavy tortuosity. The filter of the emboshield nav6 device was advanced and deployed without issue. During the attempt to retrieve the filter, the recovery catheter could not cross due to resistance with the anatomy. Another recovery catheter from an accunet device was used to successfully retrieve the filter. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.